Event description:
It was reported the atw35 and tsw35 were used during a lobectomy. It was reported the surgeon could not squeeze the handle. There was no consequence to the pt.

Manufacturer narrative:
H6:broken lower shroud. Ligaclip endoscopic rotating multiple clip applier-based the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with the lower shroud broken. It could not be determined how the damage to the instrument occurred.